Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an experienced a high blood glucose. Customer's high blood glucose value was 489 mg/dl. Customer's current blood glucose value was 389 mg/dl. Customer stated that the insulin pump had an insulin flow blocked alarm. Customer was treated with many corrections throughout the morning. Troubleshooting was not completed for the insulin flow blocked alarm as the customer did not feel okay to troubleshoot. Customer reported symptom of positive ketone results. The customer was assisted in running a fill cannula test and self-test, both which passed. Customer believes there is an issue with the insulin they were using. No harm requiring medical intervention was reported. The pump will not be returned for analysis.